Event description:
Child receiving, among other drips, vasodrips to maintain blood pressure. Blood pressure became unstable, staff unable to determine cause. Staff noticed linens soaked. Stopcock thought to be leaking and changed. Infusion restarted and pressures stabilized. Cause of stopcock crack unknown. One possible cause would be lipids being infused.